Event description:
It was reported that the patient underwent an anterior fusion at c6-7 using rhbmp-2/ac, combined with demineralized bone matrix gel, and "therics morphogenic protein", placed inside of a peek intervertebral cage. Following the surgery, the patient developed swelling of her neck and a right vocal cord paralysis which continues to this day. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.